Manufacturer narrative:
This report is associated to a second occurrence. Please refer to first report: MFR# 2936999-2005-00414. At this time, the sample is not available for evaluation. If a sample is received, a summary of the investigation will be provided in a supplemental report.

Event description:
On 10/10/2005 nellcor puritan bennett received a report that the inner cannula of a 6cfn tracheostomy is protruding past the inner cannula causing irritation and tracheal bleeding to a pt. The customer reported that the end user is refusing to send in the sample for evaluation.